Manufacturer narrative:
Vyaire medical file identification: (B)(4). According to the customer, the suspect device would not be returned for evaluation. However, the customer did trouble shooting and discovered that the complete front panel assembly needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the touch screen was not functioning on the vela ventilator. There was no patient involvement associated with the reported event.